Event description:
It was reported that the patient did not require any pacing. The lead was returned to the manufacturer with no claims of performance issues or patient complications. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that the distal conductor fractured, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.